Manufacturer narrative:
Correction to f10 device code updated from a24: adverse event without identified device or use problem to a1502: positioning problem it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a watchman laa procedure to treat an atrial fibrillation (afib), a pericardial effusion was noticed. No pericardial effusion was seen/noted on the transesophageal echocardiogram (tee) before the procedure. Transseptal puncture (tsp) was performed with a versacross steerable sheath and versacross rf wire, the anatomy was difficult. The physician had a difficult time reaching the septum. The physician had to re-wire multiple times before tsp was performed, radio frequency was delivered multiple times. The after 15 minutes a pericardial effusion was observed. The pericardial effusion occurred with no major clinical effect. The watchman access system (was) was not in the patient at the time the pericardial effusion was discovered. Pressure and heart rate we're stable so the physician decided to proceed with the implantation of the watchman device. The pericardial effusion was assessed again after the implantation of the watchman device and the physician decided to tap the heart (pericardiocentesis). The appearance of the effusion after the procedure was the same maybe a little larger. No product issues were noted with the versacross steerable sheath or rf wire. The devices are not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman laa procedure to treat an atrial fibrillation (afib), a pericardial effusion was noticed. No pericardial effusion was seen/noted on the transesophageal echocardiogram (tee) before the procedure. Transseptal puncture (tsp) was performed with a versacross steerable sheath and versacross rf wire, the anatomy was difficult. The physician had a difficult time reaching the septum. The physician had to re-wire multiple times before tsp was performed, radio frequency was delivered multiple times. The after 15 minutes a pericardial effusion was observed. The pericardial effusion occurred with no major clinical effect. The watchman access system (was) was not in the patient at the time the pericardial effusion was discovered. Pressure and heart rate we're stable so the physician decided to proceed with the implantation of the watchman device. The pericardial effusion was assessed again after the implantation of the watchman device and the physician decided to tap the heart (pericardiocentesis). The appearance of the effusion after the procedure was the same maybe a little larger. No product issues were noted with the versacross steerable sheath or rf wire. The devices are not expected to be returned for analysis.